Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (will not charge battery) was confirmed. As received, the power supply connector was defective. The cause of the inability to charge a battery pack is the defective power supply connector. The root cause of the defective connector cannot be positively identified. No adverse event resulted from the defective power supply connector.

Event description:
A us distributor returned a charger/modem indicating that it would not charge a battery pack.